Manufacturer narrative:
Per independent repair center statement, the unit was alarming or red light . The key failure was saturated sieve beds.

Event description:
Update: per independent repair center statement, the unit was alarming or red light . The key failure was saturated sieve beds. This information was found after repairing the power switch which was causing the unit to not alarm. Provider states that the unit does not alarm and the power switch may be bad. No additional information provided.

Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
Provider states that the unit does not alarm.